Event description:
The advocate ran a blood glucose test on her son because he was very sweaty. The reading was 65mg/dl on the contour meter. He was retested on a different meter and the reading was 30mg/dl. He was given a glucose tablet, and felt better. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer